Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of the programmer overheating and shutting off, nor of the fan not working. It was noted however that the programmer failed a thermal sensor on its functional test and that the fan was very noisy. Both the power supply and the system fan were replaced. Additionally the hard drive was reconfigured and the software reloaded and updated. The device passed final functional and system tests and no other anomalies were found.

Event description:
It was reported that the programmer's cooling fan worked 50% of the time and that the programmer would overheat and shut off. The programmer was returned for service. No patient complications have been reported as a result of this event.